Event description:
At the conclusion of a pdr treatment on (B)(6) 2013, the positioning of the segmented cylinder applicator set was checked and the gm11002280 flexible probe was found to be shifted approximately 16cms out of the segmented cylinder. For patient set up the gm11001960 flexible fixation device for gynecological applicators was used. When the gm11002280 flexible probe became shifted the patients' thighs were in contact with the source guide tube in the region where the source is thought to have dwelled. Discussion with the user indicates that the patient was checked after the 23rd pulse and found to be correctly positioned with the flexible probe seated at the planned distance. The flexible probe was not disturbed at that time. After the 28th pulse the flexible probe was found in the shifted position. The result was a dose estimate of 70 gy at 0.5cm from the dwell positions.

Manufacturer narrative:
A follow up of the MDR is expected and will be submitted as soon as the final investigation result is available.